Event description:
It was reported that the device was explanted due to suspected premature end of life.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was confirmed. The device was not within the expected longevity performance. The device was temperature cycled and the battery voltage was monitored for an extended period. No high current was detected. With a new battery, the low voltage functionality of the device was tested. No anomaly was detected and the device met all specifications. The high voltage circuitry was tested on the bench. The device charged and delivered normally. The device's high voltage output was normal. The device's battery was sent to the supplier for further analysis. No anomaly was detected. The cause of the low battery voltage was not determined.